Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/25/2016, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/17/2016 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The investigation was unable to duplicate the initial ¿temperature¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks and there was corrosion in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board (pcb). (B)(4).